Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys vitamin b12 immunoassay (b12) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as < 60.00 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The sample was repeated and the result was 280.6 pg/ml. The patient was not adversely affected. The b12 reagent lot number was 17748601. The reagent expiration date was asked for, but not provided. The field service engineer performed maintenance and cleanings on the analyzer. He detected many handling failures at the customer site. The customer was having calibration and control issues often. The engineer explained proper handling to the customer. He ran calibration and controls. The field service engineer later performed additional actions at the customer site. He changed, cleaned, and adjusted many parts. After these actions, the b12 reagent was calibrated 3 times and signals were within expected ranges. Controls met specifications. No further issues were noted by the customer after these actions. A specific root cause could not be determined based on the provided information. It was noted that 4 calibrations were carried out on the date of the event and signals were fluctuating. Control data also showed that results were fluctuating, with a lot of results outside of range. The used control kit was found to be expired in (B)(6) 2017. Possible root causes for this event may be sample quality, bubbles foam on the sample or reagent surfaces, sample tubes not being placed on the rack straight, sample tube size not within specifications, low sample volume, insufficient electromagnetic interference compliance in the laboratory, dirt on the gripper finger or sample probe, and insufficient maintenance.